Manufacturer narrative:
Concomitant medical devices: 4671, lead, implanted: (B)(6) 2019; u128, crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an (B)(6) bacteremia infection. Cultures were taken and antibiotic treatment was administered. The right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.